Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data spanning approximately 4 days (18aug2024 - 22aug2024 per timestamps) was reviewed. On 18aug2024, power cable disconnect and low power hazard alarms activate and progress to a no external power alarm at 20:05:23. At 20:05:26, the no external power alarm regresses back to power cable disconnect and low power hazard alarms which clear immediately. This sequence of events recurs on 19aug2024 multiple times, from 11:22:47 - 11:22:52, from 11:38:05 - 11:38:17, from 14:25:02 - 14:26:21 and on 22aug2024, from 6:01:20 - 6:01:35. During these no external power events, the backup battery supports the system as intended. The patient was connected to a mobile power unit power source during these incidents. The alarms resolved once external power to the mpu was restored. The no external power alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became disconnected from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Mobile power unit serial number was not provided, therefore a DHR review is not required. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient visited the clinic and log files were submitted for evaluation. Following review of the log files by tech services (ts), it appeared there were multiple no external power events while connected to the mobile power unit (mpu). There also appeared to be low voltage hazard events which appeared to be the result of a slow discharge of the mpu capacitors when they suddenly lost power. The system controller switched appropriately to the backup battery when external power was lost. The events appeared to have resolved once the external power was completely restored.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.